Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-000061 on 11jan2023. Additional information (26jan2023): an outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported a falsely depressed enzymatic creatinine patient result (1 patient) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. There were no indications of reagent delivery and evidence of foaming issue occurring post reagent 1 (r1) and sample delivery based on photometer data. The magnitude of the reaction curve indicate a possible mix issue causing a bubble. The foam error flag threshold values were not exceeded and there was no foam error flagging. Siemens concludes that the potential cause was the atypical bubble formation in reaction, not detected by error flag. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported a falsely depressed enzymatic creatinine patient result (1 patient) obtained on an atellica ch 930 instrument. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed enzymatic creatinine patient result (1 patient) was obtained on an atellica ch 930 instrument. The initial result was not reported to the physician(s). The same sample was reprocessed on the original instrument. The repeat result was reported, as correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine patient result.